Manufacturer narrative:
Device evaluation summary: one inspiratory flow sensor was returned to medtronic for further analysis. The flow sensor was attached to the failure investigation (f.I) test ventilator; during powered up, error codes were generated. The flow sensor was removed and dismantled for further investigation. A visual inspection of the assembly under a scope revealed contamination on the hot film element. This contamination insulates and damages the hot film element. The cause of the observed condition was determined to be the contamination. The preventative maintenance section of the 840 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a 'device alert' alarm with error codes kb0025, lp0116, kp0120. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the inspiratory flow sensor to correct the issue.